Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and there was no oxygen flow. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's tubing was re-routed to address the issue. There is evidence that the unit was dropped. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Device's tubing was re-routed.